Event description:
Customer called in regarding unexplained high bgs troubleshooting per dop. Customer's bg is at 339 mg/dl . Customer reported that they sought emergency medical assistance for their high bgs. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.